Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump had blank display. The customer's blood glucose level was 420 mg/dl at the time of incident. It also reported that display is blank currently the customer was advised to remove battery after insertion of battery and display did not returned. It was also reported screen goes blank and battery compartment was neither damaged nor corroded. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.